Event description:
Upon implantation of this ICD on (B)(6) 2012, the 3 tachycardia detection zones were programmed (using smartview 2.36j programmer software). During the operation, settings were changed to "vf zone" only in preparation for dft. However, dft was not performed considering the pt's condition; therefore vt and slow vt zones were re-programmed on again. The physician reported unexpected change of the detection rate for slow vt (100 min-1 instead of 130 min-1 as programmed originally). The subsidiary was able to confirm the reported behavior using 2 demo devices (paradym vr 8250 and paradym 2 crt 8752): unexpected values are displayed in some parameters, regardless of original settings, when the tachycardia zones are programmed off and then on. These unk values are not the "as shipped" settings. An explanation was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.